Event description:
It was reported that the healthcare providers (hcp) got 17cc of sterile water out of the reservoir but were unable to fill the reservoir with the full amount of intended drug. It was thought that the operating room (or) nurse had filled the reservoir too fast and that was why they were having issues. No symptoms were reported. (No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n495134, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received reported that the issue occurred prior to implant. It was stated that the surgical technician filled the pump too quickly and engaged the pressure lock. It was suggested to add back pressure to release the lock. The back pressure was applied and the pump was able to be filled prior to implant. The patient had no issues and was doing fine.